Manufacturer narrative:
The 3.0 liter reservoir involved in the incident was returned to belmont for investigation and was tested with the normosol solution that was returned with the reservoir. The initial investigation revealed no problems with the reservoir; when tested with a rapid infuser, the device primed without issue and did not exhibit a "high pressure" alarm. The library/retain sample for this lot was inspected and no defects were observed. The manufacturing batch records for this lot were also reviewed and no related anomalies were identified. All 3.0 liter reservoirs are 100% leak tested and 100% visually inspected prior to release from belmont medical technologies. A review of past complaints indicates there have been no other reports related to this lot number. It was reported that while the patient responded favorably to the users' resuscitative efforts of transfusing by hand, there was a delay in care due to the reported issue. Though the issue currently cannot be reproduced by belmont in a test environment, the engineering department has been made aware of this incident. Should additional information be received to change the outcome of the performed investigation, a supplemental report will be provided.

Event description:
Belmont received a report from the physician at the hospital about an incident that occurred on (B)(6) 2020, involving a 3.0 liter reservoir: "this particular disposable device failed this morning. It was for an emergency case, pt with multiple gunshot wounds, bleeding severely, with unstable vital signs, massive transfusion protocol in progress. Upon trying to prime the belmont fms 2000 with normosol, a high pressure alarm kept going off indicating high pressure in the return line to the 3 liter reservoir."